Manufacturer narrative:
Manufacturer's investigation conclusion: although the low speed events captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause was not confirmed. The submitted log file showed a pump stop with corresponding low speed advisories, low speed hazard, and low flow alarm on (B)(6) 2020 at 4:44:16 am. All of the captured events occurred while operating on the mpu. It was reported that the patient is currently on an ungrounded patient cable and the center is working the patient up for a transplant listing. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The most recent revision of the heartmate ii IFU includes a "pump performance monitoring" section under "patient care and management" that addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Event description:
As of (B)(6) 2020, the patient was put on an ungrounded cable and was being worked up for transplant listing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the clinic with a suspected short to shield on (B)(6) 2020. During log file analysis, 1 pump stop, 4 low speed advisories, and speed drops were as low as 0 rpm. These issues only appear to be occurring while the device was connected to the mobile power unit. This type of behavior has been linked to potential issues with the percutaneous lead. There was an area that was suspicious of damage on the x-ray.